Manufacturer narrative:
Asr revision. Hip(s) to be revised: left. Type of hip replacement product: asr hip resurfacing system. Reason(s) for revision: pain and very high chrome-cobalt levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. Type: serious injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; hip(s) to be revised: left; type of hip replacement product: asr hip resurfacing system; reason(s) for revision: pain and very high chrome-cobalt levels.